Event description:
It was reported that the patient had expired in a hospital due to ventricular arrhythmia. The patient was found unresponsive in the middle of the night by a nurse. Upon interrogation, it was observed that the patient experienced ventricular tachycardia (vt) rhythm that was appropriately detected by the device. The vt rhythm was not treated by the device because the vt zone cut off was set much too high. Undersensing was also noted while the rhythm degraded to fine ventricular fibrillation (vf). Agonal rhythm was observed but technical support confirmed that the device was not designed to treat agonal rhythms.